Manufacturer narrative:
Device not returned. Additional manufacturer narrative: a device history record review is in progress. The surgeon's response of (B)(6) 2011 describing the device condition upon explant strongly suggests that a suture loop had occurred during implant of the device. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. In this case, the device is indicated as being returned for evaluation and until this is done, we are unable to conclusively determine the root cause for explant of this device.

Manufacturer narrative:
Evaluation summary: received (1) 6900p/31mm valve. As received the valve exhibited indentations in the free margins of leaflet 1 and 3 at commissure 1. Although all of the sutures have been removed from the sewing ring, these characteristic markings were most likely left by a suture that was tied tightly down and against the post at the cusp 1 commissure. No other inconsistencies were detected in the leaflets; they were flexible and intact. In addition, no inconsistencies were detected in the x-ray, as the wireform was intact. The valve holder was not returned. The returned device was examined visually and with a light microscope and digital microscope. Additional manufacturer narrative: the evaluation results confirm that the root cause was suture looping during implant.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 31mm valve was explanted at implant and replaced with a 29mm valve (same model). Per the surgeon's response, the device was explanted at implant due to "leaking around mitral valve prosthesis" and the condition of the device when removed was "intact, puckering of valve at one strut". The implantation data card returned by the hospital indicated that the 31mm device was "replaced due to technical issues".